Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for eval. The customer revealed that the speaker assembly was replaced and the unit still did not provide audio which indicates failure of the main pcb. Additionally, the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. The customer has declined returning the device. Info has been added to the database and complaint trends will continue to be monitored.